Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic chole procedure the bag tore. To complete the procedure, a new bag was opened. There was no harm caused to the patient. The device was discarded by the customer.